Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a companion sample was received for evaluation. Visual and microscopic inspections were performed with no issues noted. The sample passed underwater leak, clear passage, clamp function, and integrity of seal surface testing. The interior diameter of patient connector was measured and found to be within the specification range of the product. The reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector was not connected with the titanium adapter well (run idle) when the customer changed the uv flash transfer set. There were no allegations made against the titanium adapter and it is still in use with no problems. There was no patient injury or medical intervention. There was patient involvement. No additional information is available.